Event description:
It was reported that the insulin pump was dropped on the cement floor and cracked all over. Troubleshooting was done. Customer's blood glucose was 123 mg/dl. Customer stated that there was a cracked on the screen. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to do troubleshooting for no delivery. No further information provided.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding liquid crystal display glass, scratched minor display window, cracked reservoir tube lip and cracked battery tube threads.